Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an glaucoma filtration device implant procedure, there was no outflow of aqueous humor coming out from device.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of no outflow of aqueous coming out from product; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. (B)(4).